Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the personal diabetes manager (pdm) resets and the patient had to re-enter in the date, time and year on multiple occurrences. Emergency services were called and the patient was treated with a manual injection of rapid acting insulin humalog and long acting insulin lantus. The patient was prescribed fenistil allergy tablets (3 times a day) and received insulin pens for a backup method of treatment.

Manufacturer narrative:
In the case description, the user mentioned that the pdm was repeatedly crashing which would result in the pods deactivating and the user having to input the date and time. The returned pdm was able to turn on and boot up with no issues after insertion of the batteries. Inspection of the ibf downloaded from the pdm showed no abnormal pdm resets, clock reset alarms or pod deactivations. The pdm was able to pair with an unused pod, deliver a 5u bolus at a range of 5ft., and deactivate the pod with no issues. The pdm was left with the batteries in over night to charge the backup battery. After allowing the backup battery to discharge for two hours, the pdm generated a clock reset alarm on reinsertion of the batteries, indicating that the backup battery did not hold sufficient charge. Inspection of the internal components found no visible damages or manufacturing deficiencies that would contribute to a failure of the device.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l61254. Correction to d(4): serial number changed from unavailable to (B)(6).